Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external inspection was performed and the device passed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Electrical testing failed ground bond test. The cause of the problem was a loose door ground wire screw which was tightened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. No additional information is available.